Event description:
It was reported that this left ventricular (lv) lead had exhibited possible infection as the patient experience burning sensation at the pocket site. The technical services (ts) directed the patient to contact the cardiologist. There were no additional adverse patient effects reported. This lv lead remains in service.